Event description:
It was reported that the arctic sun device was not pre warming and cooling during usage. Per review of wo on 13feb2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Per follow up information, waiting for the customer to send the device to depot for repair. The issue was not resolved. A review of the risk document, dfmea (B)(4); revision 23, was performed for this investigation. The reported event is addressed in step # ra109. Based on this review the risk is within the expected range. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: e. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not pre warming and cooling during usage. Per review of wo on 13feb2025, there was no patient involvement. Per follow up information received via task on 27mar2025, waiting for the customer to send the device to depot for repair. The issue was not resolved.